Manufacturer narrative:
Product ID 3889-33, lot# va03sbg; product type lead. (B)(4).

Event description:
It was reported that the patient had not felt simulation for the past week and the patient felt stronger than usually stimulation today. It was stated that the issue happened following a fall. The patient had reportedly fallen several times in the past week and the patient fell two times today. The patient started feeling stimulation follow a fall today. Stimulation was in the same location as usual. The patient had an appointment scheduled for (B)(6) 2014.